Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, the physician had completed an ercp procedure. They were removing a non-bsc basket through the biopsy channel, and they noticed they had no suction on the scope. The basket was jammed very tightly in the channel so they withdrew the scope with the basket in it. A foam ring was found down the biopsy channel of the scope. The charge nurse and physician believe that the foam ring came from the biopsy cap. The hospital didn't feel there was a defect with the basket. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown.(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.